Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
Received info regarding a luer lock disconnecting from the infusion set. Customer's blood glucose level was not impacted.